Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had screen gone blank and the vibrating feature did not work. No harm requiring medical intervention was reported. Customer stated that motor error alarm in the in the history and battery cap was more difficult to put back on the insulin pump and priming the insulin pump was slower than when she first got it. The customer was assisted with troubleshooting. The device will be returned for analysis.